Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for resistance between the guide wire and catheter could not be confirmed. One radial artery (ra) device was returned for evaluation. There were also five sterile kits and a photo from the customer returned in addition to the complaint sample. Upon visual examination the catheter of the assembly slightly covers the bottom of the needle bevel, but does not appear damaged or defective. The guide wire appears typical and there are no kinks observed. Functional testing was performed by attempting to insert the guide wire into the needle and remove the catheter. The guide wire was inserted and the catheter was removed without issue. The same testing was conducted on three out of the five returned sterile kits and each functioned typically. Visual examination of the returned customer photo revealed that what is exposed of the guide wire does not appear to be kinked and damage to the catheter could not be observed since the guard is still attached. A device history record review was completed with no relevant findings observed. There was no problem found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the intensive treatment unit, the tip of the guide wire bent during the procedure damaging the catheter body. As a result, a different brand product was used to successfully complete the procedure. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.